Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
The customer received multiple messages from his pump requesting a minimum of 50 units of insulin to complete the load process. There was no impact to the customer's blood glucose level.